Manufacturer narrative:
(B)(4).

Event description:
Procedure: cardiac surgery. According to the reporter: whilst the doctor was suturing subcutaneous layer of skin, the needle broke leaving 2/3 of the needle embedded in pt's skin. It was later confirmed by x-ray to ascertain where the broken part was. The part was retrieved. Nothing was left in the pt who is fine. No other unanticipated issues arose due to this incident. No tissue loss, no extension in surgery, no blood loss.